Event description:
Medtronic received a report that resistance was encountered with the rist catheter and a kink was found. There was also resistance in the axium delivery wire, resulting in detachment failure. The patient was undergoing coil embolization of an aneurysm. It was reported that the rist catheter was used for aneurysm treatment. Guidance was attempted with an inner catheter following the standard procedure; however, resistance was encountered at the aortic arch, raising concern that excessive force might be applied, and the product was replaced with a new one. After retrieval, confirmation was performed by the physician, and a kink-like area was observed approximately 15 cm from the catheter tip. It was determined to be a malfunction by the physician. The rist catheter was replaced by a medtronic product. The instant detacher (ID) was used for coil embolization of an aneurysm. Detachment was attempted following the standard procedure; however, resistance was present in the delivery wire, resulting in detachment failure. The product was replaced with a new one and treatment was continued; therefore, the applicable product was determined to be a malfunction by the physician. The device was prepared as indicated in the package insert. It was reported there was coil resistance/stuck within sheath. Ancillary devices include an axium coil. Additional information received. As the defective rist was replaced with a new product there was no change in the puncture site. Regarding the coil detachment failure, it was reported that ¿detachment failure occurred due to resistance in the delivery wire.¿ this resistance does refer to resistance at the insertion port between the delivery wire and the detacher. After the detachment failure occurred, the detacher was replaced, and the coil was successfully detached using an alternative detacher and is it still in place in the patient's body. Additional information received. The patient did not experience any adverse event or injury associated with this event. One attempt was made to detach the coil using the manual method. No pushwire damage was observed after removal from the patient. A continuous saline flush was administered and maintained as indicated in the IFU. Resistance with the inner catheter and the rist catheter was reported. The inner catheter was confirmed to be a medtronic product; however, the model and lot number were unknown. No damage to the inner catheter was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.